Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported difficult to position the gated suture trimmer could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure in the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the suture trimmer was defective. During advancing the knot to close the arteriotomy, the suture trimmer did not glide easily on the suture; it felt like it would stick or catch on the suture. The suture was removed and hemostasis was achieved using an angioseal. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.